Manufacturer narrative:
(B)(4). Test results, inaccurate. This is an initial report. An investigation is in process and when complete, a final report will be sent.

Event description:
An abbott customer technical advocate was contacted with regard to the cell-dyn 4000 analyzer aspirating and identifying a pt sample when run in autoloader mode. The account stated that a specimen in rack number 13 position 3 was correctly aspirated, then a barcoded tube in rack position 4 was read, but the rack moved back 2 spaces, then forward 1 space, so the tube in rack position 3 was aspirated again, and the results assigned to the specimen ID for tube position 4. The account also noted that a mixhead failed to descend fault was generated. When the account checked the mixhead they found that the tube in position 1 of the mixhead was attempting to be dropped in rack position 3 which already had a tube in it. No incorrect results were reported from the lab. No impact to pt management was reported.